Manufacturer narrative:
(B)(4). D10- medical product. Ng cr-flex precoat fem sz e-lt item# 00595001501, lot# 63717060. Option st tib plt size 5, item# 00598604701, lot# 63694525. Refogacin r with gentamicin high viscosity 2 x 40g, item# 3-00394-0002, lot# a648ak010, g2- united kingdom. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a left total knee replacement and subsequently experienced pain and restricted mobility in his knee which is becoming worse. There is no additional information available.